Event description:
It was reported that the device turned off during transport of a pt. The monitor displayed an error which was not taken down. The user switched the unit off/on and the monitor operated correctly for the duration of the transport.

Manufacturer narrative:
Device evaluation has begun. Additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.